Event description:
Subsequent to the final medwatch report filing, a user facility medwatch form was received with additional information stating that after multiple attempts, the filter basket was retrieved after about four hours, with no complications. No additional information was provided.

Event description:
Subsequent to the initial medwatch report filing, additional information was received stating that the retrieval catheter separated during the attempt to retrieve the filter element. No additional information was provided.

Manufacturer narrative:
(B)(4). Incorrect anatomy. Evaluation summary: the device was returned for analysis. The retrieval catheter was separated. Follow-up information reported that this occurred during attempts to retrieve the filter element. The filter separation could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the emboshield nav6 embolic protection system instructions for use (IFU) states: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. Based on the reported information, the reported filter detachment appears to be user related and there is no indication of a product quality deficiency. Additionally, it was reported that the emboshield nav 6 was used in the right popliteal artery. It should be noted that the IFU states: the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus/debris) while performing angioplasty and stenting procedures in carotid arteries. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4): failure to follow steps/instructions - used with non-abbott guide wire. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the target lesion was an occlusion located in the right popliteal artery. A non-abbott guide wire was used with the nav6 embolic protection device, with a non-abbott atherectomy catheter. No issues were noted during advancement and placement of the nav6 filter. During retrieval of the filter, the filter came off the non-abbott guide wire. It was retrieved from the femoral artery via a snare. No adverse patient sequela was reported. There was no clinically significant delay of procedure reported. No additional information was provided.